Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the successful implant of this transcatheter bioprosthetic valve within a bicuspid native valve, a hematoma and an ascending aorta arch dissection were identified. These were confirmed with transthoracic ultrasound, contrast study, and a transesophageal echocardiogram. As result, general anesthesia was provided and the procedure transitioned to a thoracotomy. A retrograde dissection from the branch of the left subclavian artery and the common carotid arteries was identified. An artificial blood vessel replacement was performed from the ascending aorta to the aortic arch and in two branches; the common carotid and left subclavian arteries. The transcatheter valve remained implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which reported that two days following the valve implant procedure, convulsions were observed overnight. A cerebral infarction was reported. There was no indication for thrombolysis and thus the patient was treated orally. It was reported that the spasms that had manifested for a period of time were also adjusted with medications, and the patient calmed down without convulsions. As a result of the cerebral infarction, right upper and lower extremity paresis and mixed aphasia were observed. The patient was in a wheelchair to perform activities of daily living (adl). Language rehabilitation was performed, and speech was reported to improve. It was thought that rehabilitation for the paralysis and aphasia would be necessary in the future, therefore the patient was transferred to a rehabilitation center. According to the physician assessment, the cerebral infarction was not related to the valve, rather to the valve implant procedure. Updated b2. Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that per the physician, the delivery catheter system (dcs) injured the blood vessel as it was advanced through the aortic arch. Per the physician, the flexion of the thoracic and abdominal aorta as well as the acutely angled aortic arch contributed to the dissection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5 - additional information was received that according to the physician, the contributing factors for the cerebral infarction also included the arterial dissection and thoracotomy but no direct cause was identified. No additional adverse patient effects were reported. Corrected data: a1 - patient identifier corrected from 704983735 to (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.